Event description:
Per the clinic, the patient has a history of radical mastoidectomy on the right ear. Following that the electrode has always been exposed in the mastoid cavity. The device was subsequently explanted on (B)(6) 2025. It was reported that antibiotics were administered through IV during the explantation surgery. The patient was reimplanted with another cochlear device during the same surgery.